Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete overnight and the pump subsequently shut off, resulting in an elevated blood glucose (bg) level; value was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.